Event description:
It was reported through the litigation process that sometime post a port placement, the defective device allegedly broke. It was further reported that the fragmented device had allegedly migrated inside the patient's body causing injuries, damages, and emotional distress. Furthermore, patient was allegedly diagnosed with pulmonary embolism as a result of the defective device failed to deliver the necessary medications. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration and difficult to flush as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.